Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. When the system was activated on (B)(6) 2022 the patient noted feeling stimulation below the intended location. Fluoroscopy showed the implanted lead had migrated. Revision was performed to replace the migrated lead to the intended target location.